Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter hook would not disengage after being uncovered, releasing the safety, and attempting deployment. Ultimately, the filter had to be recaptured and removed, and a second filter was placed. The patient was not impacted by this event. Jugular introducer, unknown catheter and a tulip filter was provided for product evaluation. Blood/biological matter was present. The jugular introducer had a piece of sting stocked at the grasping hook. The red safety button was pushed down, but it was not possible to get the grasping hook out. The introducer was soaked but still no effect. The handle was separated and no nonconformance was found. The blue release button has not been pushed down without pushing the red button. The introducer was disassembled to get the grasping hook out, it was stocked in blood. After disassembling the introducer, it was possible to get the wire/grasping hook out of the handle part and get the grasping out of the other part. The grasping hook was without any nonconformances. The filter was without any nonconformances. It was possible to attach and release the filter from the grasping hook. Per the product evaluation, the likely cause for the reported event is that hardened blood/contrast or use of excessive back tension during release prevented the filter from release when the release mechanism is activated. According to instruction for use note: excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and product evaluation a likely cause is that unintendedly excessive tension prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter would not deploy. They had to open a second kit. Additional information provided 24mar2020: the filter hook would not disengage after being uncovered, releasing the safety, and attempting deployment. Ultimately, the filter had to be recaptured and removed, and a second filter was placed. Patient outcome: the patient was not impacted by this event.